Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ plastipak¿ syringe with luer lock when a kit of myoview was being produced there was residue found to be left in the syringe. On investigation, this was found to be behind the plunger. The activity within the myoview kit was adequate for the day¿s work, so another kit was not required. On inspection of further unused syringes, it was found that the plungers on some were not straight, and therefore a similar problem could have occurred. Radioactive material leaked. Contaminated syringe was decontaminated. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 used sample and 40 sealed samples have been received of 10ll lot 1708012. On visual inspection of the used sample received leakage past the stopper can be observed and the stopper is damaged. No damage or molding defect can be observed in any of the 40 sealed samples received. The stopper is correct in all of them. DHR of lot 1708012 has been reviewed not finding any annotation or deviation regarding the alleged defect. Used sample received is disassembled and the stopper is damaged or it is badly molded. This defect causes the syringe to leak when filled because the stopper is distorted against the wall. Stoppers are supplied by external supplier so a definitive root cause cannot be determined. Complaint has been submitted to stopper supplier. Incoming inspections are done periodically according to procedures ir-011 and fr-092. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: used sample received is disassembled and the stopper is damaged or it is badly molded. This defect causes the syringe to leak when filled because the stopper is distorted against the wall. Root cause could not be determined.